Event description:
The device was returned due to it being reported that the device is for return and repair. During the investigation it was found that the device had a damaged downstream occlusion (dso) sensor. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D9: date returned to mfg.: unknown. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor was found. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.